Event description:
The manufacturer received information that a patient with a dreamstation auto CPAP device has passed away. The cause of the death was not provided. There was no allegation that the device contributed to the death. No additional details were provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information that a patient with a dreamstation auto CPAP device has passed away. The cause of the death was not provided. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Based on available information at this time, the alleged death is assessed as not related to the device in this case. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. No further action is required. If additional information is obtained about this event, the pms clinical expert will review. The device was returned to a third-party service center for evaluation. During evaluation an error indicating a reboot of the central processing unit (cpu). Per the dreamstation service and technical reference manual, this level error does not affect device functionality. The service technician recommended the device be scrapped. No further investigation details were provided. If any additional information is received, a supplemental report will be filed.